Manufacturer narrative:
The device in question was not returned to olympus for investigation. The hospital has been contacted for additional information regarding the event. The risk manager indicated that the model and serial number of the device is not available in the patient's record. She indicated that the patient's outcome is not related to this event. She reported that the patient's death was due to a systemic infection which is unrelated to this event. This report is being filed as an MDR in an abundance of caution.

Event description:
The hospital reported that a patient was admitted with respiratory distress, dehydration, and chronic diarrhea. The cause of the symptoms was unk. An endoscopic procedure was performed to determine initial cause of the patient's illness. As the scope was withdrawn, a drop in the pulse oximetry was noted. Almost immediately abdominal distention was noted. Upon x-ray, there was massive free air noted in the abdomen. It was determined that there was a bowel perforation caused by the endoscopic procedure. The risk manager reported that the patient expired several days after the procedure. The risk manager reported that the patient's death was due to a systemic infection which was unrelated to the reported event.